Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was "difficult to use." There was no reported impact to customer¿s blood glucose level. Tandem technical support made multiple attempts to follow up with the customer and complete troubleshooting; however, a response was not received.